Event description:
It was reported that during priming insulin would not flow with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported insulin would not dispense during the prime. Consumer does the priming, visually tests the needle to see if it is straight. She rotates the injection site, she firmly attaches the pen needle.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during priming insulin would not flow with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported insulin would not dispense during the prime. Consumer does the priming, visually tests the needle to see if it is straight. She rotates the injection site, she firmly attaches the pen needle.